Event description:
It was reported that the customer was hospitalized with high blood glucose of 471 mg/dl, due to being off of his insulin pump. There were reportedly pieces missing from the insulin pump. Customer's symptoms included dizziness and light-headedness. When his blood glucose was checked, it was over 500 mg/dl. It was stated that the customer was in an argument with his girlfriend and she threw his insulin pump and supplies. It was not known how long the customer had not been wearing the insulin pump, prior to hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.